Event description:
It was reported that the patient is referred for replacement due to battery depletion and impedance over 5000 ohms (unclear if actual high impedance >5300 ohms was seen or just higher impedance). No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
Product analysis was completed and approved. The pulse generator would not interrogate. Therefore, the pulse generator was opened and a comprehensive automated electrical evaluation was performed. A battery life calculation (one-year gap) was performed. Other than the no communication (due to eos (end of service)), the device performed according to functional specifications. Other than the noted event (no communication due to eos), there were no additional performance, or any other type of adverse conditions found with the pulse generator.

Event description:
Re-assessment of the high impedance event was performed based on the available information from the investigation. Per comment 15, high impedance was originally captured based on the email that stated ¿a lead revision impedance over 5000 (x-rays will be ordered).¿ there was never any allegation of true high impedance >5300 ohms. As investigation continued, the patient underwent replacement for battery depletion and only the generator was replaced (ie good impedance seen with same lead after battery replacement). And furthermore, session report obtained days prior to explant revealed that the impedance was 5119 ohms which aligns with above 5000 but not truly high impedance. Therefore, based on the available information, the high impedance will be confirmed invalid.

Manufacturer narrative:
B5. Describe event; corrected data; initial and supplemental mdrs inadvertently reported events that did not need to be reported.

Event description:
The patient underwent vns generator replacement surgery. In pre-op the generator was interrogated and displayed error code 14 therapy disabled code due to end of service. The explanted generator has been received for analysis. Analysis is underway but has not been completed to date.